Event description:
During intervention procedure, cutting balloon inflated and deflated slowly when pulled back resistance met balloon catheter and wire removed, upon removal balloon catheter was found to be disjointed with a piece of balloon material remaining in the body.